Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent a hardware removal and replacement of milled plated required in or due to broken hardware will malocclusion teeth was experienced following broken mandible plate. Patient had previous mandible hardware that was implanted on (B)(6) 2020 following composite resection. A stock plate was implanted by the surgeon on said date with six (6) screws (3 on either side of osteotomy). Patient's plate had broken at the anterior bend. No screws had pulled out of the plate or bone. A new custom milled plate was implanted and repositioned the mandible back into occlusion following virtual occlusion by the surgeon. Concomitant device reported: unk - screws: matrixmandible (part# unknown; lot# unknown; quantity: 6); unk - extraction instruments: cmf. This report is for one (1) ti matrixmand 7x23 ang recon pl rt 2.5. This is report 1 of 1 for complaint (B)(4).